Event description:
On (B)(6) 2012, our affiliate in (B)(6) reported that they were contacted by a pt who reported a case of bacterial infection in one eye. Affiliate reported that they only received "(B)(6)" or bacterial inflammation on eye. On (B)(6) 2012, our firm received a form from the eye care provider stating the pt was diagnosed with a paracentral ulcer, left eye, which caused little irritation. The pt was treated with floxal as, floxal edo at, polyspectran at and voltaren at qid. Date of service was (B)(6) 2012. No other info is available at this time. It is not known if this is an infectious ulcer. Outcome is unk. This event is being reported as worst case. If add'l info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device not returned. No eval will be performed. Conclusions - no conclusion can be drawn.